Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 587 mg/dl. The customer's current blood glucose is 202 mg/dl. The customer experienced the symptoms such as nausea. The customer was treated by insulin drip and insulin injection. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering because of diabetic ketoacidosis. The insulin pump passed high pressure test and displacement test. The customer also hospitalized second time due to high blood glucose value with blood glucose of 378 mg/dl on (B)(6) 2018. The customer experienced stomach pain due to high blood glucose value. The customer treated with manual injection. The insulin pump will not be returned for analysis.